Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that after the left heart catheterization, an angio-seal was selected for use. The physician was able to deploy the angio-seal; however, there were difficulties. The physician was not able to pullback the angio-seal and the device got stuck in the groin. The physician was able to free up the device and extricate it from the groin. The closure was unsuccessful and manual compression was applied. The patient later developed a pseudoaneurysm. The patient was treated with ultrasound and thrombin. The patient has recovered. No additional information is available.